Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the during endoscopic thoracic sympathectomy surgery, the knife wire broke when attempting to cut the nipple with the lumen sphincterotome. The wire did not fall out of the body. The procedure was completed after replacing it with a similar product. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, based on the result of confirmation of the device and the similar investigation results in the past, a likely mechanism causing the cutting wire breakage might be the following. ·the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. ·under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Due to factors such as the knife wire being bent due to the slider being pushed, the wire coating part came into contact with the metal tip of the endoscope and rubbed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.